Event description:
It was reported to tyco/kendall healthcare on 9/30/2005 that a customer had a problem with the 1.9fr argyle dual lumen PICC catheter. The customer states a leak occurred a few days after inserted at the secondary port a few cm's from the butterfuly.